Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 427 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.